Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that an empty cartridge alarm occurred, even though the cartridge still contained insulin. Reportedly, the cartridge was changed to address the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence and that the insulin gauge was inaccurate. Customer's blood glucose was 154 mg/dl. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.